Event description:
It was reported by customer during use, intra-aortic balloon (iab) had fiber-optic sensor failure alarm. There was no patient harm or injury.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
The complaint was received through a direct call from the customer to the emergency support program. Nurse called for assistance with a fiber-optic sensor failure alarm on a cardiosave during use, no patient harm or injury was noted. Nurse denied any kink or fold in the fo cable and stated that she had already unplugged and re plugged the fo sensor cable once before. Esp team member asked her to repeat the step, verifying that it was arrow to arrow and seated appropriately, which was unsuccessful.

Manufacturer narrative:
Updated fields - b4, d4 expiry date, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: b5, d4 version/model number, UDI number, d10, e1-initial reporter name, e3, g2, h6 medical device problem code. The complaint was received through a direct call from the customer to the emergency support program. Nurse called for assistance with a fiber-optic sensor failure alarm on a cardiosave during use, no patient harm or injury was noted. Nurse denied any kink or fold in the fo cable and stated that she had already unplugged and re plugged the fo sensor cable once before. Esp team member asked her to repeat the step, verifying that it was arrow to arrow and seated appropriately, which was unsuccessful. Esp member reviewed the steps to transition from fo to transducer as the pressure source and requested she coil, tape and label the fo cable as ¿fiber-optic sensor failure. Do not use.¿ complaint information obtained. Ashley was appreciative of the support and denied any additional needs.